Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a 250ml intravia empty container in which a leak occurred at the bag seam. According to the report, after the facility compounded the bag with normal saline and an unknown medication, the seam completely separated between the two ports. This resulted in a leak of the entire contents of the bag. The alleged defect occurred before use on a patient. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed an open seal between the port area of the sample. Therefore, the reported condition was confirmed. The assignable root cause was attributed to the supplier materials. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.